Manufacturer narrative:
Further investigation revealed that the pgc board is the root cause of the reported issue, so the pgc board will be replaced as a fix.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The unit was returned for failure analysis. The reported issue was confirmed and replicated. In artemis, system logs were reviewed, and error code 25954 (error_esu_invalid_request) was identified, which occurred on the reported event date. Upon visual inspection, no issues were found that would be related to the reported issue. According to e200's testing matrix, the unit underwent the required tests but failed system testing and the basic functional test (fs3). During system testing, there was no energy output on both monopolar ports. During fs3, the unit failed the calibration load curve check for monopolar. As a result of this investigation, failure analysis was unable to identify the root cause. The unit will be sent to engineering for further investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a procedure, the monopolar could not be fired. The technical support engineer (tse) was contacted but could not view the system logs as the system was not connected to onsite. Before contacting tse, the customer had already changed the instrument, energy cord, and both monopolar ports, but the issue persisted. Tse suggested performing a system power cycle, but the customer was unwilling to do so. The caller was looking for a backup e-200 and considered moving the e-200 from tower sq1404 to tower sq1374. Tse advised that only a field engineer should perform such an action and instructed to return the erbe generator to its original position. The e-200 was placed back into tower sq1404, and the towers were swapped, allowing the system to power up normally and the surgery to continue.